Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she gave insulin for her pump but her screen was not working. Customer took out the battery and the insulin set. Customer stated that she tried to hook it all back up and nothing worked. Customer stated that she was getting ready to program a bolus when she noticed a blank display. Customer's blood glucose was 400 mg/dl at the time of the incident. Customer stated that the pump was not dropped or bumped. Customer has not exposed her pump to any moisture. Troubleshooting was performed but the display did not return. Customer administered an injection of 20 units of novolog to treat. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump powered up properly and no blank display noted. The insulin pump was received with normal operating currents and passed the self-test, a21 error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No damage was found on the lcd isolation tape during our visual inspection. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, cracked lcd window and scratched reservoir tube window.